Event description:
The incident reported in this complaint record did involve an image issue with an s8-3t micro tee transducer. Therefore, e-MDR report will be submitted to the FDA. It should still be known that no patient or user has been harmed as a result of this event.

Manufacturer narrative:
The incident reported in this complaint record did involve an image issue with an s8-3t micro tee transducer. Therefore, e-MDR report will be submitted to the FDA. It should still be known that no patient or user has been harmed as a result of this event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.